Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling and irritation in the chest and upper arms, which the patient described as a "severe reaction," subsequent to implant of the implantable cardiac monitor (icm), for which an antihistamine was suggested by the patient's clinic. A follow-up appointment is scheduled for the patient. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.